Event description:
Dealer alleges unit shuts down after 30 minutes. Unit set on 2 liter flow. Seems to work fine for the time it is operating. No lights but unit alarms. 4965 hours on unit. No further information provided on this unit.